Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Link to mfg report number: 3004608878-2018-00068.

Event description:
This is 2nd of 2 reports. A biomedical engineer reported that on unknown date, an a1059 mayfield modified skull clamp slipped and was not holding once it was clamped down on the skull. No patient injury reported however, there was a delay of 10 minutes due to product problem. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements. When the unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history records were reviewed and no issues were noted. The complaint reported cannot be confirmed. The root cause is undetermined at this time.